Manufacturer narrative:
Continuation of d10: product ID m995402a001 lot# serial# (B)(6) implanted: explanted: product type product ID 97745nt lot# serial# nld219871n implanted: explanted: product type programmer, patient product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient says the controller for the implant in their lower back is not working right and said this started happening last year sometime. They said when charging implant the controller will say controller battery low even though its not low. Patient also cannot connect wirelessly to change settings or get into MRI mode but can connect when recharger is plugged in. The issue was not resolved. A request was sent to the repair department to replace the controller. Additional information was received from a patient. They reported that patient (pt) called back stating the replacement controller lost connection with implant. Agent had pt follow troubleshooting steps, and controller did not connect to implant unless recharger was connected even though implant was at 100%. Pt confirmed that they were followed the pairing steps given with new controller. Agent made the distinction that each implant needs to be used with separate controller, they could not be mixed up, pt confirmed and said they did not mix them up and uses controller per implant. Agent sent request to replace controller, agent reviewed that if replacement controller again loses connection, then the next step is to follow up with healthcare provider (hcp). Pt then added that last night as they were charging, they saw recharger problem message for the 1st time and they retried to use recharge but issue came up again. The manufacturing representative (rep) was made aware via phone. Pt added that implant in their buttock area was hard and painful to charge due to location. Pt also said that controller battery loses charge quickly before it fully charges implant , even if controller was charged to a 100%, and issue has happened for the past 6 months.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.